Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the electrical open d40 on the pm pcba created the on/ off switch button not to respond.

Event description:
The customer reported that the ventilator will not power on and will not power off using the on/off button. The customer reported that the unit was in use on patient, but there was no patient harm reported.